Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, this valve was explanted and replaced due a product tear following stitching of the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.